Event description:
A (B)(6) female underwent a right shoulder revision, acromioplasty, complex right shoulder repair, right rotator cuff repair with acp and allograft patch under gen anesthesia. When the surgeon was closing the incision the suture needle broke. A 0.3 cm point broke off.